Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose levels. The customer's blood glucose level was 24 mg/dl at the time of the incident. The customer treated with drinking juice. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. Customer declined troubleshooting for the low blood glucose levels. No further details were provided. The insulin pump will not be returned for analysis.